Event description:
It was reported that CGM displayed malfunction alarm and caller saw error message during use. There was no adverse impact to the customer¿s blood glucose level. Caller contacted Technical Support, was guided through pump reset step by step, confirmed alarm did not return after reset, and was advised to wait 20 minutes before starting sensor session, which caller understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.